Event description:
On (B)(6) 2009, at 2:08, the ph result from a pt sample reported as 6.38. The instrument flagged the sample as a short sample. The same sample also flagged as a short sample was analyzed at 2:11 and the ph was 6.44. The same sample was run on a roche analyzer with a result of 7.3. Also included in the complaint of (B)(6) is a description of a separate event that occurred on (B)(6) 2009, that resulted in a potentially unnecessary c-section.

Manufacturer narrative:
Cord blood taken after the c-section birth on (B)(6) was analyzed and gave a ph result of 7.36. The baby was healthy. User error caused the erroneous results to be reported by the technician from the instrument-flagged short sample.